Event description:
Rptr alleged obtaining discrepant blood glucose results of 272 mg/dl back to back with a result of 121 mg/dl within 3 mins of each other on the active s system. Rptr stated within the next 3 mins another result of 176 mg/dl was obtained on the same system. Rptr indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement was sent.